Manufacturer narrative:
Product event summary: the actual lead was not received for evaluation; however, performance data was collected from the device and analyzed. Analysis of the device memory indicated the impedance trend on the rv (right ventricular) pacing lead was rising. Analysis of the device memory also indicated oversensing due to non-physiologic signals/sic (sensing integrity counter).

Event description:
It was reported that the patient presented to the emergency room after a falling and hitting their head and knee in addition to receiving inappropriate shocks. A lead warning had triggered for noise and the lead integrity alert (lia) triggered due to short interval counts (sic) and non-sustained ventricular tachycardia (nsvt) events. Elevated ring coil impedance and a decrease in r-waves were also noted. A fracture was suspected. The rv lead was programmed off and will be replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: a 407652 implantable pacing lead: (B)(6) 2007. A 419488 implantable pacing lead: (B)(6) 2007. (B)(4).